Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: e1 (title added mr.) The device was returned to olympus regional repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image cannot be displayed due to deformation of cable unit. Based on the results of the investigation, the most probable root cause of no image display was faulty cable, which traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head doesn't work. The issue occurred during a therapeutic transurethral resection for the prostate in saline procedure. The procedure was completed using a similar device. There was no report of any patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head doesn't work. The issue occurred during a therapeutic transurethral resection for the prostate in saline procedure. The procedure was completed using a similar device. There was no report of any patient harm.